Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm after 10 seconds. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.